Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead defibrillation impedance showed a gradual rise over time. It was further reported that the right atrial (ra) lead had high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.